Event description:
The device was to treat cluster headaches. It was reported that the patient was too close to a magnet and may have turned his battery off. The patient experienced a loss of therapeutic effect and a return of symptoms. He was traveling and was not near his programmer to try and turn the device back on. It was also reported that the patient could not adjust stimulation. The batteries on the patient programmer had been changed 3 times, but the only light that would come on was the light for the 9-volt battery. A replacement programmer was received, but it was reported that it too only showed the 9-volt battery. The patient's last visit to a physician was in (B)(6) 2010. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).